Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/29/2020.   The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product lot # what was surgical approach (open, laparoscopic or other)? Any concurrent surgeries or procedures? Were pre-existing adhesion noted during the procedure? How were post-procedural adhesions confirmed? Location and severity? How were the adhesion treated? If a surgical intervention was performed, please provide details. The relationship of adhesion to device implanted? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product lot #. What was surgical approach (open, laparoscopic or other)? Any concurrent surgeries or procedures? Were pre-existing adhesion noted during the procedure? How were post-procedural adhesions confirmed? Location and severity? How were the adhesion treated? If a surgical intervention was performed, please provide details. The relationship of adhesion to device implanted? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hernia repair on an unknown date and the mesh was implanted. It was reported that the patient had to be re-intervened approximately 5 months after a hernia repair surgery. It was reported that the patient had intestinal obstruction and it was found that the mesh adhered to the intestinal wings despite being well placed. It was also reported that the coffee side of the proceed mesh that doesn¿t have the blue stripes was in contact with the wings.